Manufacturer narrative:
The device was used for off-label indication. The indication device used for was peripheral neuropathy. Product ID, 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's implant never gave her pain relief, it either didn't hit the appropriate area or when it did it didn't even relieve her pain. It was stated that the implant had been revised and reprogrammed without giving her pain relief. The patient planned to have the implant removed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy but was working with her manufacturer's representative or healthcare provider (hcp). An appointment date of (B)(6) 2013 was noted.

Event description:
Additional information reported the patient had most of their scs system removed except their paddle lead because it was scarred in too much for them to remove at the time of explant. It was further reported that during the explant procedure the surgeon dissected down to the fascia and applied gentle pressure on the lead, but it was determined the lead was scarred in completely. It was restated the patient was able to feel paresthesia with the previous system but was unable to receive relief of their back and leg pains. It was noted a pain management specialist recommended the system be removed so the patient could undergo a MRI.

Event description:
It was further reported the patient had their system explanted on (B)(6) 2013. It was reported the patient was feeling paresthesia in all the right places but was not achieving any pain relief. It was noted the health care provider had made several attempts to make the therapy work but all attempts were unsuccessful. The outcome of the patient was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was sitting on the waist line and was annoying, noting that the ins had been explanted 1.5 years ago. The reason the lead had not been removed was because bone had grown over it. Compatibility guidelines had been requested for an MRI as the patient reported having done something to the shoulder that will require an MRI.